Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue via remote support. The customer replaced the flow sensor to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. There was no patient injury.